Event description:
The pt experienced some problems on the left hand side (the pt is bilaterally implanted). The speech processor was sent to med-el but no malfunction was detected. Since then, there has been signicant change in the ground path impedance. Lately the pt has been experiencing loudness veriation on the left side when they are talking or eating. The pt is able to change the impedance by opening and closing their mouth.